Manufacturer narrative:
Follow up report ref natus complaint# (B)(4). Related to capa005355 - issue previously investigated. Preventive action - install bracket, pn 036431, on the arm using screws instead of adhesive at the manufacturer, gcx. Ecr#20634 was released to address this. Failure confirmed: yes. Investigation result code: neuro sbu/loss of mechanical integrity. Closure rationale: complaint verified, CAPA initiated or already open. Complaint will be included in trending data for further review and investigation if needed.

Event description:
Part nvarm - nv 2.x arm - the customer reported an issue with multiple arms not staying suspended. No injury reported. No delay in treatment.

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). UDI number, serial number is not applicable. The customer reported an issue with multiple arms not staying suspended. Customer reported that 2 camera arms had fallen on 2 different babies. No injury reported. No delay in treatment. Per (B)(4) - nicview 2.0 risk analysis hazard ID 6.7, severity 11-critical, the risk is considered moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Refer to section 1.1.1 of 028158 : instructions for use, nicview 2. - if the customer is following the IFU the arm/camera should never be positioned over a patient and there should never be a risk of an arm falling and causing an injury if this type of failure were to recur. Related to (B)(4) - issue previously investigated. Per qms-004442, complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Further investigation to be carried out.

Event description:
Part nvarm - nv 2.x arm - the customer reported an issue with multiple arms not staying suspended. No injury reported. No delay in treatment.